Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 13-jun-2025 investigation summary 78 samples and 2 photos were received from the customer in support of this complaint from catalog 367960, lot number 4318905. Visual inspection of the 78 samples was performed with no issues being identified. Visual examination of the photos revealed defective stopper molding as the stopper is defective. Bd was able to confirm the customer¿s indicated failure mode: defective stopper molding. The exact cause for the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn 56 units, there were an unspecified number of stoppers that were damaged. Samples were recollected. There was no other health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn 56 units, there were an unspecified number of stoppers that were damaged. Samples were recollected. There was no other health impact or consequences reported.